Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was over 500 mg/dl and was treated with intravenous fluid, bolus from the insulin pump, and manual injections. The insulin pump also had an insulin pump error alarm when they put battery into the insulin pump and then power loss. The customer vomiting and incoherence. The customer stated that they were in the hospital through (B)(6) and the blood glucose got up to 1200 mg/dl. The customer reported that they feel okay for troubleshooting. The customer does not allege that the insulin pump was under delivering. The customer reported that the event was resolved by changing complete set. The customer was off the pump and was in the intensive care unit. The customer had trouble with the tubing of the infusion set. The customer were able to clear the alarm and was able to rewind the insulin pump. The customer declined to perform a carelink upload. The customer reported that they have a back-up plan. The device will not be returned for analysis.